Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing (pstwos). No intervention was reported. The patient was stable.